Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted during the visual inspection. No button error alarm or display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 130 mg/dl. The customer does not recall any significant events leading to the alarm. Customer was advised to discontinue use of the insulin pump and revert to a backup plan. The customer was advised that the devise would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.